Manufacturer narrative:
Combination product: yes only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Together with the stent, a wrong delivery system was returned for investigation together with the dislodged stent. It was clarified that the complaint instrument was discarded at the hospital. The technical investigation revealed that the stent was returned was returned separately unprotected in the plastic bag. Stent is kinked in its middle and severely deformed over its entire length. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states not to use the instrument if if any defects are noted prior to use after the visual check has been made.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (100 percent stenosis degree) in the moderately tortuous lcx. During delivery of the device it was noticed that the stent was missing. Although angiography was done the stent was not found. Afterwards, it was noticed that the stent was on the floor. Another stent was implanted.